Manufacturer narrative:
Additional information provided. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area during a laser assisted flap creation procedure. Docking and suction were completed successfully. Opaque bubble layer was noted. The surgeon decided to continue the case because the uncut area was small. The surgeon opened the uncut area with own effort. There was no harm. The surgeon completed the laser treatment by manually removing the are not cut by the laser.